Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The transducer lines were blown out to remove humidity and particulates. The customer contact reported that patient information was not available.

Event description:
The hospital reported that, during a case, simv/psv mode (synchronized intermittent mandatory ventilation/pressure support ventilation) was not available. There was no reported patient injury.